Event description:
It was stated that the customer is pregnant and was hospitalized for high blood glucose levels with a reading of 340mg/dl. It was stated that the customer was using the sensors and received error messages with all of the ones she used. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.